Manufacturer narrative:
An event of chest pain, and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
It was reported that on (B)(6) 2022, a 34mm amplatzer amulet occluder was successfully implanted using a 14f amplatzer torqvue 45x45 delivery sheath, along with a medtronic micra permanent pacemaker. It was noted that the patient had been administrated heparin and had an activated clotting time range of 250-350 seconds. There was no noted drop in the patients hemoglobin levels and the amplatzer amulet occluder was implanted 2/3 past the circumflex artery. The patient had remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay or complication noted in the implant procedure reported. On (B)(6) 2022, the patient returned with symptoms of chest pain. An echocardiogram confirmed a 1cm effusion on the anterior side of the heart and 2cm effusion on posterior side of the heart. The decision was made to perform a pericardiocentesis to treat the effusion. The cause of the pericardial effusion was unknown. It was thought to be an inflammatory effusion of unknown cause. The patient was stable and discharged at the time of report. No additional information was provided.